Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The device had cracked display window corner, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling during bolus. Customer's blood glucose is 91 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.